Manufacturer narrative:
Product analysis: the closurefast catheter was returned. Visual inspection revealed 3 kinks. No issues noted to pins on catheter connector. The fep was observed to be cut, resulting in coil exposure. Catheter passed resistance and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter for patient treatment. It is reported when the catheter was connected to the rfg, a message "apply pressure" was displayed. When pressure was applied the catheter did not heat the vein. The physician attempted multiple times, but the issue remained. There was damaged noted to the coil. The device was replaced to complete the procedure with the same rfg generator. No injury reported.